Manufacturer narrative:
Device evaluation: one device was returned for investigation. The plunger case tamper seal was intact however the bottom tamper seal was removed. Visual inspection found the top case had broken lower corners, a broken battery door and was missing the plunger case seal. A "travel coarse error- check clutch/plunger lever" was found in the error history log (ehl). The issue was duplicated when the "check clutch plunger lever" error and a popping sound were found during functional occlusion testing. Root cause of the issue was attributed to a combination of the lead screw, both clutch halves, worm coupling and a worm gear found dirty and worn out due to normal wear. The lead screw, clutch halves, worm coupling, and worm gear were not operating as intended as a result of customer use. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced lead screw, both clutch halves, worm coupling, worm gear, power supply insulator, size pot, plunger assembly, plunger cable, top case and battery door. Plunger case seal was added. This device was cleaned, calibrated, and preventative maintenance (pm) performed. The device passed all functional tests after the completed repairs.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump has a clutch error. No adverse patient effects were reported by the customer.